Event description:
It is reported that a stayfuse bone fusion device was determined broken in place about one yr post implantation. The broken unit was demonstrated by radiograph. The unit was implanted between the proximal and mid segments of the second toe. The pt reported participating in a 5k "walk" and having played soccer before noticing discomfort. No current revision surgery or other correction is currently anticipated by the physician. The device remains implanted. Device identity by catalog and lot number has been requested - but not released to date. Additional info is not anticipated. (B)(4).